Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2425248. The batch 6006276 in question was manufactured at the osted site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006276". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6006276 was manufactured according to work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 15-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula which led to high blood glucose level on (B)(6) 2025. The patient blood glucose dropped below 40mg/dl at work and got treated with nasal spray and glucose tabletsand a small glass of mountain dew. At home the patient blood sugar spiked to 400mg/dl due to bent cannula. The insertion site was abdomen. The infusion set was in use for less than 24 hours. No further information available.